Event description:
A pediatric pt was on a pcaii pump with morphine approximately 4 hrs. During the last hour, the patient lost consciousness. Narcan was given to the pt. The pt is ok now. When the syringe was removed, 50cc of air and 4cc of medication were noted. The biomed tested the pump without the original syringe (it had been discarded), and the pump tested ok.